Event description:
The spouse of the home patient (hp) contacted a technical service representative (tsr) and reported an overfill of solution may have occurred using the homechoice cycler for apd therapy. Follow up with the hp's spouse revealed the hp felt abdominal discomfort, abdominal distention and abdominal bloating, as if an overfill of solution had occurred, during and after use of the homechoice cycler. No manual drains were performed at the time the hp felt overfilled and no excessive drain volumes were noted. As a result of the suspected overfill, the hp's cycler was reprogrammed. The cycler's minimum drain volume percentage was increased from 85% to 90% and the initial drain alarm setpoint was increased from 1500mls to 1700mls. According to the hp's wife, the hp continues to use the homechoice system without further difficulty and does not want a replacement device. There was no patient injury or medical intervention as a result of this incident.

Manufacturer narrative:
Th device was requested for evaluation by baxter; however, the customer refused to make the device available. As a result of this incident, proper manual drain procedure was reviewed with the hp's spouse. The spouse of the hp has been instructed that should the hp feel overfilled in the future to perform a complete manual drain, take note of the drain volume and contact baxter.